Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests due to the blank display. The pump had minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter fell into the pool while wearing her insulin pump. The patient's blood glucose at the time of incident is unknown; however, her blood glucose rose to the 300 mg/dl range due to her non-functional insulin pump. The insulin pump display went blank. No testing could occur since the insulin pump would not power on. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.